Event description:
A ventilator was returned to the third-party service center for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the third-party service center, "ventilator service required" codes were found in the ventilator's downloaded error log. The device's internal battery, power management board, sensor board and system board was replaced to address the issue.